Manufacturer narrative:
Correction, upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information indicates the ipg replacement was elective.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02134, 3006705815-2021-02135. It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedances. In turn, one lead and the ipg were explanted and replaced to address the issue. It is unknown which lead is liable as such both leads are being reported.